Event description:
It was reported that an ilet pump produced only vibration and no audible alerts despite the volume being set to high and after attempts to cycle through volume options, and the device was replaced; the patient reported a blood glucose of 151 mg/dl during troubleshooting and completed setup of the replacement device with successful cgm and mobile app pairing. Symptoms included reduced notification capability due to absent audio alerts. Outcomes included device replacement and continued cgm use. Investigation included remote troubleshooting of alert volume settings and confirmation of persistent loss of audio output. Investigation of this case revealed an alert/notification failure consistent with a device alarm malfunction localized to the pump¿s audio alert function. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the audio alert subsystem.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.